Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73871, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that there was a potential infection at the pump site. Medical intervention was being performed to treat the infection with an explant possibly being performed. It was indicated that they were told that a pump repositioning was being considered and then they were told that they were removing the pump. Additionally, it was noted that the patient had last been refilled in the previous (B)(6). The device system was used to deliver dilaudid. Four days later, it was reported that the patient had exhibited a fever and a white blood cell count of 16. The organism found was staphylococcus "ei" and she also presented with pus and cellulitis. The pump was removed, but the catheter was cut short and left in the intrathecal space.

Event description:
Additional information was received. It was reported that redness and drainage had accompanied the infected pump pocket. It was also indicated that the pump contained clonidine alongside the dilaudid.

Manufacturer narrative:
(B)(4).